Event description:
It was reported the patient ((B)(6)) lost stimulation and was unable to communicate with the ipg via the charging system. Efforts by sjm personnel to establish communication with the ipg were also unsuccessful. Surgical intervention was undertaken to explant and replace the device. Effective stimulation was captured for the patient following the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.